Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a red doctor icon because it was reprogrammed turning therapy off. Technical services (ts) recommended in clinic follow up. Additional information reviewed detailed that the red alert was detected approximately eight months prior; however, it had not uploaded. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.